Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the lesion or associated devices during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 8.0x40mm armada 35 balloon catheter was advanced to the lesion to post dilate a non-abbott stent. The balloon ruptured during inflation at 4 atmospheres. The procedure was completed with another balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.